Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at an unknown location. As a result, surgical intervention may be undertaken to address the issue. Patient was given antibiotics.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.